Event description:
It was reported, that upon the (B)(6) transseptal with the baylis sureflex sheath. The physician noticed, that only clear fluid was aspirated from the needle. And subsequently, ordered an echo. The heparin was reversed, when a pericardial effusion was seen on the echo. The physician performed a pericardiocentesis. The patient was stable at the time of the call. Pc- (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).